Event description:
The account alleged that on (B)(6), 2010, a patient fell and broke their hip. The bed was being used in acute care, the pt weighted (B)(6) and the pt positioning monitor was armed. An envision mattress was being used on the bed.

Manufacturer narrative:
The tech spoke with the account who stated, the patient was found on the floor by a doctor. They checked the patient out and placed the pt back in bed. The nurse stated that she attempted to set the bed exit but believes that she did it incorrectly. The account could not provide a serial number and would not make the bed available for the tech to inspect. The account stated they felt this issue was caused by user error. No add'l info regarding the injury was provided by the account.